Event description:
The physician inserted the occlusion balloon wire into the pt. The physician inserted the stent delivery catheter before the occlusion balloon was inflated. The physician inflated the occlusion balloon and deployed the stent. The physician removed the stent delivery catheter and the occlusion balloon deflated unexpectedly. The physician was unable to aspirate the vessel. The physician removed the device. The pt is reported to be fine.